Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mg9k, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the health care provider reprogrammed patient and was having her return to the office in 2 weeks.

Event description:
The reporter, reported a loss of therapeutic effect. The patient went to the health care provider¿s office because of therapy issues. The patient had a return of symptoms that likely occurred in the last week. No falls/trauma mentioned. The hcp checked impedances at what was assumed the default values and found c values all within range and bipolar pairs all greater than 4k ohms. Reporter was unsure what recovery room impedances were as she was not present but assumes they were good. Hcp reprogrammed patient after seeing these out-of-range (oor) impedances and made the case a part of all programs to her knowledge. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.